Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial (ra) lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. Also, the ra lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.